Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device (clip caught in the chordae) appears to be related to procedural condition. The reported hypotension was due to significant delayed. Hypotension is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported foreign body in patient was due to the clip being deployed only on the anterior leaflet and chordae. The reported delay to treatment/therapy and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip caught on chordae and a foreign body in patient. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+, a flail, and thickened leaflets. An xtw clip was inserted and advanced into the left ventricle (lv). When releasing tension on the device, the clip became caught in chordae. Troubleshooting was performed for roughly an hour, resulting in a clinically significant delay. The delay caused the patient¿s blood pressure to decrease to 50-60mmhg. The clip was unable to be freed from the chordae; therefore, the physician deployed the clip only on the anterior leaflet. To stabilize the implanted clip, two additional clips were implanted reducing mr to a grade of 2-3. No additional information was provided.